Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had an overload fault error during a case. The procedure was completed without further incident. No pt injury was reported.